Event description:
It was reported that patient received an inappropriate shock due to noise. The noise was reproducible with arm movement. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.